Event description:
Unomedical reference number (B)(4). Event occurred in the colombia. It was reported that the patient faced infusion set leakage event on (B)(6) 2024. The infusion set was in use for seven hours. The leak was at site. No further information available.

Manufacturer narrative:
(B)(6).